Manufacturer narrative:
G1: MFR site address 1: 8 admiralty street 07 10 admirax.

Event description:
It was reported that the trapper got a pinhole in the balloon. A trapper exchange device was selected for chronic total occlusion. During the procedure, the trapper bent going into the collar of the guide extension. It would not advance past the collar of the guidezilla. Then nominal pressure was applied. The trapper possibly got a pinhole in the balloon while trying to get past the guidezilla and causing the balloon to no longer hold the wire. The procedure was completed with a different device. No further complications were reported.